Manufacturer narrative:
(B)(4). Batch # v95t4j. Investigation summary : this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue and some staples could be observed before cutting. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the video the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the performance of gastric stapling in the sleeve surgery, the endoscopic stapler seized during the first shot, with a green reload. Activated the emergency lock, the stapler opened the jaws and a disform staple line was identified, without embracing and transfixing the tissue. About patient: all normal, no previous surgery, no adherences, and normal stomach.

Manufacturer narrative:
Pc-(B)(4). Date sent: 9/21/2022. D4: batch # 455a97. Investigation summary a video along with the device was returned for evaluation. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with an ecr60g reload present. The reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the "difficult to open" the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. This is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue and some staples could be observed before cutting. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the video the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, v95t4j, and no non-conformances were identified. Manufacturing date: 09/15/2021, expiration date 08/31/2024.